Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See MDR number 2032227-2016-04016.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose all day. Customer's blood glucose in the morning was 346 mg/dl and 459 mg/dl at the time of the call, which she treated with the insulin pump. The drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date were correct but customer was unsure about the basal rates and bolus wizard settings. No relevant alarms were found and the bolus history was accurate. The customer was unable to perform the high pressure test as she didn't have a tubing clamp. Customer was advised to call back to complete troubleshooting.